Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the therapy electrodes. The rash was red, but was not open nor seeping. The patient's doctor advised the patient to temporarily remove the lifevest to allow the rash to heal. Follow-up indicated that the rash was improving and that the patient was again wearing the lifevest.